Event description:
Another MFR's angled glide wire used to pass through calcified right sfa. This wire was exchanged for another MFR's wire. Two pro balloons were used to predilate, 4 x 8 and 5 x 8, both of these balloons burst and were retrieved. A balloon was used next and was not taken beyond the burst pressure. The balloon burst and it was noted that some of the balloon was left inside the pt. The physician upsized to an 8f sheath to remove the burst balloon successfully. He then placed another MFR's glide wire to use to deliver the zilver ptx stents x 2. Another MFR's stent was also used. Stents were post dilated successfully. Part of the device including one of the radiopaque bands was left inside the pt. The physician stented the balloon portion up against the vessel using a zilver ptx stent. No add'l procedures were required as the zilver ptx stent was required due to the disease and not only used to stent the device portion that remained inside the pt. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4) - nonresorbable materials, unretrieved in body is not listed in the instructions for use. (B)(4) - balloon rupture is listed in the instructions for use. Balloon burst, compliance, and fatigue verification testing was performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected per specs to ensure the balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The device was not returned to assist in the investigation. Without the complaint device a thorough root cause analysis is not possible. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided, other than "not taken beyond the burst pressure" and the pt anatomy was described as "heavily calcified." Two competitor's balloons also burst which lends support to pt anatomy. In the absence of complaint detail it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk mitigation activities.